Event description:
It was reported that there was a malfunction resulting in failure to switch to battery when ac power was lost during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was replaced to resolve the issue. No patient information provided to date after calls to customer (B)(6) 2023. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.